Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, and the chiller copper lines were frozen, they drain the left drain port, and the chiller tank was empty, indicating a bad mixing pump, requested a part number and price.

Manufacturer narrative:
Correction: b, d, f, h the reported issue was confirmed. Root cause was not able to be isolated as unit was not evaluated. The chiller copper lines were frozen, they drain the left drain port, and the chiller tank was empty, indicating a bad mixing pump. Requested a part number and price. Per follow up, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was not cooling, and the chiller copper lines were frozen, they drain the left drain port, and the chiller tank was empty, indicating a bad mixing pump, requested a part number and price. Per follow up information received via task on 25mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.